Event description:
Pt in for declotting of fistula, percutaneous transluminal balloon angioplasty balloon ruptured during procedure, and had to be retrieved. Retrieval caused another thrombus and embolus, and pseudoaneurysm formation from the arterial limb. Also inadvertent embolus to the radial artery. Angioplasty balloon ruptured from the shaft but retrieved via much larger vascular sheath. Urokinase, heparin and protamine sulfate used during the angio procedure.